Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and found that the reported phenomenon was duplicated and the circuit board of the video connector of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the video connector of the device was broken by following causes. The electronic components of the circuit board were broken due to aged deterioration. A temporary overcurrent occurred when the user plugged and unplugged the video connector from the video system center while the video system center was turned on. Static electricity was applied to the electrical contacts of the video connector.

Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic colectomy with ltf-s190-10 and otv-s300, an endoscopic image disappeared suddenly. The user restarted the otv-s300 and an endoscopic image did not come to normal. The user replaced the system excluding the ltf-s190-10 to another system and the user completed the procedure by using the ltf-s190-10 and another system. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for ltf-s190-10.